Event description:
Event description boston scientific received information that during the implant procedure, these two leads broke easily approximately 10mm from the tip with minimal exertion from the physician, as he was attempting to advance the leads. It was observed that the atrial lead had become caught on the patient's tissue. The physician asserted that he believed something to be wrong with the leads. Upon further inspection of the leads, it was observed that blood had accumulated in the lead tips. A new lead was successfully implanted.,